Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the electrode array was not properly inserted into the cochlea due to ossification. The device was explanted in 2007, and the patient was implanted with a new device in the contralateral ear.